Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, a complete lead was returned in one piece. Visual inspection found two full breached outer insulation degradations proximal to the suture sleeve tie marks. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Continuity reading of the inner coil was low due to an extraction wire inserted inside the lead consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.